Manufacturer narrative:
(B)(4) guidewire distal tip detached exposing the tip of the metal corewire. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report# 3005099803-2015-03555 and 3005099803-2015-03563 for the other associated device information. It was reported to boston scientific corporation that two jagwire guidewires were used during a stone removal procedure performed on (B)(6) 2015. According to the complainant, during introduction, the hydrophilic tip detached, exposing the tip of the metal core wire. A second jagwire was used and during introduction, the hydrophilic tip also detached, exposing the tip of the metal core wire. No part of the guidewires detached inside the patient. The procedure was completed with a third jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual inspection of the returned guidewire found no failures or anomalies. The complainant confirmed that the correct complaint device was returned for evaluation. The complaint is not consistent with the returned guidewire that the distal tip was detached exposing the tip of the metal corewire. The device showed neither evidence of the alleged issue, nor any defect which could have contributed to the reported event. Therefore, the most probable root cause is "not confirmed." A DHR (device history record) review was performed and no deviation was found.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report# 3005099803-2015-03555 and 3005099803-2015-03563 for the other associated device information. It was reported to boston scientific corporation that two jagwire guidewires were used during a stone removal procedure performed on (B)(4). 2015. According to the complainant, during introduction, the hydrophilic tip detached, exposing the tip of the metal core wire. A second jagwire was used and during introduction, the hydrophilic tip also detached, exposing the tip of the metal core wire. No part of the guidewires detached inside the patient. The procedure was completed with a third jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.